Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when attempting to load a new cartridge onto the pump, the customer received a minimum fill message. Reportedly, the cartridge had been filled with approximately 400 units of room temperature insulin. The customer changed the cartridge and completed the load process successfully. The customer's blood glucose level was 419 mg/dl with high level of ketones, and was addressed with a manual injection.